Event description:
It was reported that during a superion indirect decompression system implant procedure that the set screw broke inside the inserter when the physician was trying to place the implant. The broken implant was replaced successfully. The patient was noted to be doing great post-operatively. The broken implant was retained by the hospital and was not returned.